Manufacturer narrative:
(B)(6). Investigation: no sample and photo was returned with this complaint. The non-conformance of this complaint could not be determined as there was no sample or photo provided for the investigation of this complaint. A supplemental will be submitted if a sample is received at a later date.

Event description:
It was reported that blood leaked through the hub of a bd venflon¿ pro safety peripheral safety IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A device history record review showed no non-conformances associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident.